Event description:
It was reported that the right ventricular (rv) high/unstable thresholds specifically, the patient's threshold doubled. The patient also experienced a syncopal episode. It was also reported that there was high impedance and a confirmed fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data revealed that the lead impedance doubled over the past 2 months.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4574-53 lead, (B)(6) 2005; 4574-53 lead, (B)(6) 2005. (B)(4).

Event description:
Performance data revealed that the lead impedance doubled over the past 2 months.